Event description:
In preparation for a procedure, the user selected a cook hemospray endoscopic hemostat. It was reported that upon tightening the activation knob, the knob cracked and broke into several pieces. Nobody was injured, no projectile components. Another hemospray device was used to complete the procedure. This occurred prior to patient contact; there was no impact to the patient. In addition, the patient sustained no clinical consequence and there were no adverse effects to the patient.

Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product prior to distribution. However, this product lot# is within the scope of field action recall 066-r. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, a field action (reference field action 066-r) has been initiated for activation knob nonconformance resulting in breakage; the reported lot: w4851086, is within the scope of this action. Therefore, this report is confirmed. A supplier corrective action request (scar) was initiated to further investigate device failure due to activation knob breakage. This device is within the scope of the scar. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A supplier corrective action request (scar) was initiated to further investigate device failure due activation knob breakage. This product is included in the scope of this supplier corrective action request. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. This device is also included in recall 066-r/res 95300.